Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/expiration date: 14-mar-2020 /serial#: (B)(4), UDI # (B)(4). Device available for evaluation? No. Mfg date: 16-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant, the device was deployed slowly and smoothly, allowing three tines to be engaged. When the physician attempted to re-position, the ipg would not align with the recapture cone and could not be recaptured. The device would not move despite pulling the tether on the delivery system. The patient's blood pressure began to drop and their heart rate increased. An echo was performed which confirmed a cardiac perforation. The physician performed pericardiocentesis. The delivery system was removed and the ipg remains in use. No further patient complications have been reported as a result of this event.